Event description:
In 2005, the lay user/pt contacted lifescan and alleged that the one touch ultra meter was reading inaccurately high when compared to lab. The pt reported blood glucose results of 112 mg/dl with a lifescan meter and 62 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The pt was walked through two consecutive control solution tests and the results fell outside the specified range.